Manufacturer narrative:
On 07/13/18, it was reported to mentor that the device evaluation and investigation findings: upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. Evaluation of the device revealed a rent measuring approximately 12.5 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint of deflation was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. A possible cause of the failure could not be determined. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/02/18, it was reported to mentor that the patient had a history of left breast malignancy. The patient was diagnosed with cancer on the left breast and underwent a total mastectomy and tissue expander and latissimus dorsi reconstruction in 2009. The implant exchange was performed in 2010. Then patient experienced deflation on the left breast implant. The patient experienced breast asymmetry. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old african american female patient underwent a breast reconstruction revision with a saline mentor smooth round moderate profile 200cc and experienced deflation on the left breast implant. The deflation was diagnosed by the healthcare professional. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate profile 200cc on (B)(6) 2018.